Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x20mm synergy drug-eluting stent was selected to treat the lesion. During preparation, when the stent protector was removed, the physician lost the stent and found it later on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.